Manufacturer narrative:
Device evaluated by MFR:returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer sheath, middle shaft, inner liner and the remainder of the device were examined for damage. The shaft showed a kink at the nosecone. There was a kink on the mid-shaft approximately 2.5cm from the marker band and 6cm from the marker band. The inner liner was kinked approximately 14.5cm from the tip. No additional damage was noticed. The stent was not returned in the device. The handle was opened to inspect for further damage. No damage was noticed inside the handle. The mid-shaft was cut to check for internal discrepancies that could cause deployment issues. It was noticed that there was some wrinkling in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there were stent deployment issues and stent damage. The severely tortuous and over 80% stenosed target lesion was located in the popliteal artery. An ipsilateral approach was used to access the pre-dilated lesion. A 5 x 200 x 130 innova¿ stent was selected for implantation. Initially, the stent deployed normally. After the white activation arrow became visible, the stent could no longer be deployed with either the manual pull grip or the thumbwheel. The physician attempted this 5 times. They had to pull the device back in order to deploy the rest of the stent. While the stent covered the lesion, it elongated about 300mm. It was noted the sheath was slightly kinked 1cm from the tip. The procedure was about 4 hours and the physician thought the stent had no therapeutic effect. An additional 150mm innova stent a long with another stet were implanted to support the elongated innova. There were no further patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there were stent deployment issues and stent damage. The severely tortuous and over 80% stenosed target lesion was located in the popliteal artery. An ipsilateral approach was used to access the pre-dilated lesion. A 5 x 200 x 130 innova¿ stent was selected for implantation. Initially, the stent deployed normally. After the white activation arrow became visible, the stent could no longer be deployed with either the manual pull grip or the thumbwheel. The physician attempted this 5 times. They had to pull the device back in order to deploy the rest of the stent. While the stent covered the lesion, it elongated about 300mm. It was noted the sheath was slightly kinked 1cm from the tip. The procedure was about 4 hours and the physician thought the stent had no therapeutic effect. An additional 150mm innova stent a long with another stet were implanted to support the elongated innova. There were no further patient complications reported and the patient was stable.